Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and observed that the x2 transducer was drifting. To fix the issue, the fse replaced the drive transducer x2 and calibrated all transducers. The fse performed all safety and functional checks to factory specifications and returned the iabp to the customer cleared for clinical use.

Event description:
While the intra-aortic balloon pump (iabp) was in use during transport on a patient, it gave a loud beep tone and shut down. The customer replaced the iabp with another and resumed the therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The replaced drive transducer was returned to (B)(6) national repair center (nrc) for evaluation. The engineer observed no abnormal findings during visual inspection. The pressure transducer was installed into a cardiosave test fixture, and the test fixture was powered up into system diagnostics mode. No displayed failure messages were observed. All manifold tests were performed and successfully passed all tests. Transducer gain checks were performed and successfully passed all tests. The cardiosave test fixture was pumped at 120bpm for 24 hrs. No leaks or drifts were observed. The nrc was unable to duplicate the reported failure.

Event description:
While the cardiosave intra-aortic balloon pump (iabp) was in use during transport on a patient, it gave a loud beep tone and shut down. The customer replaced the iabp with another and resumed the therapy. No adverse event was reported. In addition, please note that all information related to the patient will not be released by the(B)(6) .